Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lot number h13l18045 will be performed. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) stated the hc displayed priming at the time of the call. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the cg close the clamps, disconnect the hp, and removed the supplies. The tsr explained to the cg that they would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.